Event description:
It was reported that the 8800 system's keyboard would not respond and the right monitor did not have a display. No pt was involved in this incident.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reseated the connectors and swapped the monitor signal cable and problem follows right monitor.